Event description:
It was reported that a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2014. During the procedure a "small piece of the blade [chipped] off" inside the patient. The physician removed the "small metallic piece from the uterine cavity". The device "eventually completed the procedure successfully".

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#(B)(4).